Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of one (1) locking compression (lcp) proximal tibia plate, unknown number of cortex screws and locking screws of the right knee due to discomfort. The hardware was originally implanted on february 2017. All devices were successfully removed. It is unknown if there was a surgical delay. Patient outcome is unknown. This is report 1 of 3 for (B)(4).